Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels of 560 mg/dl with moderate ketones. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support educated customer on proper the load techniques. A manual injection was administered to address elevated bg, and recommendation was made to discuss diabetes management with a health care professional.